Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that after repositioning the connector, the patient was at home and feeling comfortable with the medication. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0220154702, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 28-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine and prialt via an implantable pump. It was reported that when trying to connect the pump segment of a catheter to the spinal segment, the hcp noticed that the catheter connector could not be used because the collet was already closed. It was noted that the spinal segment had been implanted as usual and that the pump segment had already been mounted to the pump segment when the issue was observed. There was no revision kit available, so the spinal segment was clamped with ligature until the two catheter segments could be connected with a revision kit. The pump was programmed to minimum rate. It was stated that the catheter connector was cut off the pump segment and would be returned for analysis. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue and that no diagnostics/troubleshooting had been performed. At the time of the report the issue was not yet resolved and the patient status was alive without injury.